Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient had decreased vision. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. The clinical reason for explantation was refractive surprise.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 20.0 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified, atiol model. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).